Event description:
The customer reported that the tip of the electrode broke off during use. It is unknown if anything fell into the patient cavity. The site has not provided any additional information.

Manufacturer narrative:
(B)(4). Additional questions in regard to the incident have been asked. The incident device has been received and is under evaluation. A follow-up report will be submitted when the device evaluation is complete.

Manufacturer narrative:
(B)(4). Visual inspection of the incident device found the plastic insert hub was broken and the cord assembly had disengaged. The associated electrode and tip protector were not returned to covidien but all other components were present. The noted damage indicates excessive force was placed on the cable causing the weld to break. This is an isolated occurrence.